Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. Based on the information provided, a conclusive cause for the reported difficulty could not be determined. It is possible that the distal sheath of the supera delivery system was bent or angled in the anatomy such that the ratchet was unable to engage the stent properly preventing full deployment and upon removal, the stent was elongated; however, this could not be confirmed. It should be noted that the supera instruction for use (IFU) states: ¿under fluoroscopy, remove the device from the guide wire and evaluate the improved luminal quality of the treated area.¿ although the device was removed without fluoroscopy, this did not cause the deployment issue of the stent not fully releasing.there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that the procedure was to treat a lesion in the distal superficial femoral artery (sfa). An unspecified guide wire and non-abbott introducer sheath were advanced towards the lesion, and re-stenosis was noted in an unspecified previously implanted stent. Laser atherectomy was performed, and an unspecified 6x120mm balloon dilatation catheter (bdc) was inflated to 14 atmospheres. A 6x80mm supera self-expanding stent was deployed, and was attempted to be removed without fluoroscopy. It was noted under fluroscopy that the stent was still connected to the delivery system and became elongated to the end of the introducer sheath. An unspecified 3x40mm bdc was inflated to push the stent against the sheath's wall and removed the stent with the bdc. An unspecified absolute pro stent was used to successfully complete the procedure. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.